Manufacturer narrative:
The following information was inadvertently left off of the initial MFR. Report. Suspect device UDI: (B)(4).

Event description:
It was reported that during the initial implant surgery the patient's nerve was damaged and the physician had to use electrocautery to stop the bleeding. The lead was placed over the damage without issue. Attempts to obtain additional relevant information have been unsuccessful to date.